Event description:
Underdelivery/overdelivery due to user programming errors reported. The pump has been set at 4am to infuse morphine in a 5mg/ml concentration at a 5mg/hr continuous rate. The infusion continued without incident until 5:43pm when the pump was turned off. The pt has just one IV access site (portacath) and the morphine was stopped during infusion of lipsyn. At 10:16 pm, the pump was turned on and the morphine was re-started. The nurse pressed enter to accept all the initial baseline screen prompts without scrolling to/accepting the actual prescribed settings. This resulted in a program of morphine 1mg/ml, 0.1/hr continuous. The infusion continued at these settings (underdelivery in relation to prescribed settings) until 5:57 am when the night nurse noted that only .7ml had infused. She noted the programming error and changed the continuous infusion rate to 5mg/hr as prescribed. The morphine concentration, however, was not corrected to 5mg/ml, it remained at 1mg/ml. The incorrect concentration was noted approx 1 hour later (overmedication). The pt reportedly did not experience any adverse effects due to the hour of overdelivery. The pump was discontinued.

Manufacturer narrative:
The device passed all delivery accuracy testing within product specification. The initial reporter indicated user error as a cause of the event. The frequency of death or serious injury reports for code 102 (overdelivery) for the lifecare pca is approx. 2.84/million sets.